Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 820281014. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 814025005. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy. A surgical procedure was performed during which a fascial graft was placed around the urethra, and all device components were removed and replaced. No further patient complications were reported.